Manufacturer narrative:
Manufacturers ref# (B)(4). Occupation: lead tech. PMA/510(k): k172557. Investigation is still in progress.

Event description:
Description of event according to initial reporter: "the physician was performing this filter placement procedure, but became concerned (post-filter placement) deploying it as the filter-feet did not open or expand into the vena cava. The filter is protruding out of the ivc into an adjacent structure. The patient is stable at this time. The facility did a venogram with the patient on the table and confirmed a lot of the filter is outside of the vena cava. The vena cava is not bleeding-out around the filter into the body cavity." Patient outcome: no information. The facility may be performing a CT scan to determine next steps.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: it was reported that during placement the filter was protruding out of ivc and into an adjacent structure. An inferior venacavogram showed a mild levoconvex scoliosis of the lumbar spine and very mild curvature of the ivc. 2 other images are an x-ray as well as another digitally subtracted image from a venogram which demonstrates interval placement of a gunther tulip ivc filter. The hook terminates within the midportion of the l2 vertebral body. The maximal distance between the primary filter feet measures approximately 5 mm. The venogram image demonstrates the proximal 3 cm of the ivc filter project outside of the column of contrast while the filter feet are clustered together and centered within the column of contrast. Relative to central line of the ivc the filter makes approximately a 22 degree leftward tilt. The trajectory of the ivc filter matches the trajectory of the deployment sheath positioned in the iliac vein. The filter extending 3cm outside of the column of contrast indicates the proximal portion has penetrated through the wall of the ivc therefore inhibiting the filter from expanding appropriately. There are 2 explanations that could account for this configuration. The first would be the deployment sheath had inadvertently been passed either directly through the wall of the ivc or into a small collateral vein as it was advanced. The location of the sheath was then not verified with venography for filter placement. The ivc filter was deployed appropriately by advancing the filter into the sheath and then retracting the sheath over the ivc filter deploying the ivc filter in the observed configuration. The other potential for this to occur is if the ivc filter was pushed out of the deployment sheath and through the wall of the ivc or into a collateral. As stated in the IFU, the filter introducer handle is held still as the introducer sheath with pulled back, exposing the filter. The filter is not designed to be advanced out of the end of the deployment sheath. Without further information describing how the filter was actually deployed, determining which of these potential explanations was the actual cause of the complication is not possible. No evidence to suggest product was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.